Event description:
It was reported that during the implant procedure, the physician was not able to advance the guide wire beyond the distal tip of the lead. The wire was noted as "clean". The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): device returned but no anomalies were found.